Event description:
At approx 10 years of age, patient underwent an expansion thoracostomy x2 with inversion of one rib to spine device. Lengthening procedures were performed at 2, 18, 23, 25, and 29 months after that surgery. Approx two months following last expansion, patient presumably bent forward and the device bent at the junction of the two sliding pieces. Patient was returned to the or and the device was replaced. The device had been lengthened one notch beyond the recommended maximum length which reduced the amount of lumbar extension in the sleeve to an unacceptable length.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.